Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system onsite and confirmed that the power supply of the host pc was defective. The engineer replaced the host pc and reloaded the software, after which the system was returned to use in good working order. Codes were updated based on the investigation outcome. Health impact grid code was corrected.

Event description:
It was reported to philips that the device would not boot up correctly. The device was outside of clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the host pc. The device then resumed expected operation. Philips has started an investigation for this complaint.